Event description:
End user reported that the joystick on her tdxsi-2 power chair had a total loss of controls, the chair allegedly stopped. User was in her home with family members present at the time. FDA medwatch report #(B)(4).